Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gn211-disposable electrode hdl.sterile. According to the complainant, the product failed during the use. It occurred during a cesarean section procedure. There was no described patient harm. The button did not respond and the device had remained activated. Additional information was not provided nor available / was not available. The device was discarded. The adverse event / malfunction is filed under aag reference (B)(4).